Event description:
Customer reports being cut by the directcheck control ampule while crushing it. Customer was using the protective sleeve to activate the control. However, the plastic shield was removed to squeeze the control drops on to the cuvette. A piece of crushed glass pierced the control's outer plastic tube and cut the customer's finger. No report of serious injury, or intervention.

Manufacturer narrative:
(B)(4). Method - no product returned from user facility. Results - customer complaint could not be confirmed. Conclusions - no conclusion can be drawn.